Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for the wrong cassette when the cassette was attached to the pump. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "wrong cassette alarm when cassette is inside". No physical damage was found on the pump. Inspection of the pump's event log showed multiple "wrong cassette" messages. The reported problem was verified. An alarming "wrong cassette" message was activated when latching a cassette onto the pump. During the visual inspection, fluid ingression was found around the downstream occlusion sensor area and chassis. What caused the reported problem was fluid ingression. Who caused the reported problem was user induced. The downstream sensor and seals have been replaced.